Event description:
It was reported that during a da vinci-assisted surgical procedure that the left master tool manipulator (mtm) on surgeon side console (ssc) 2 was not responding. When the surgeon stepped on the camera pedal to move the endoscope, there was no intuitive motion. The customer also had the same issue when trying to grasp tissue with an instrument. The technical support engineer (tse) reviewed the system logs but did not find any errors against ssc 2. The tse did find error 40 against the 2nd from the top port on the vision side cart (vsc). The tse advised to make sure that the blue fiber cable was fully seated, and to that the surgeon can swap sscs if the issue persists. The tse also advised to complete a system hard power cycle when able. The procedure was being completed as planned, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported non-intuitive motion had to do with the instruments and camera not moving when commanded. The instruments did move in the intended direction but would sometimes remain static. The surgeon moved to the other ssc, but the issue remained. The surgeon moved back to the original ssc and completed the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Master tool manipulator (mtm) 2 functions normally but failed gravity compensation signal range test. Reseated surgeon console 2 blue fiber port on back of core. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that were related to the reported event. The master tool manipulator (mtm) was installed onto a patient side cart (psc) fixture test platform (pftp) where calibration was found to be failing on axis 6. Once testing was completed, the axis 6 motor was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a calibration failure of the axis 6 motor in the mtm.